Manufacturer narrative:
The involved sample is not available, which limits the investigation. No abnormalities or defects were noted on visual inspection of retained samples and all samples passed functional testing. A meaningful review of quality records is not possible due to the lot number not being known. A review of the complaint files confirmed that this issue has not been reported previously for this product code. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no indication that the event was related to a product defect. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use, which states, "snap the dilator hub into the top of the ccv hub to lock them together. Be sure that the dilator is held firmly in place in the sheath and ccv. If the dilator is not secure, only the sheath will advance in the vessel and the tip of the sheath may damage the vessel." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.

Event description:
The user facility reported that the dilator backed-out of the guiding sheath as they were being advanced through the femoral artery to reach the popliteal artery. Reportedly, the user did not note the dilator situation and continued to advance the sheath alone resulting in a "serious hematoma." The physician held pressure on the site to establish hemostasis. The remainder of the procedure was postponed until the hematoma resolved.